Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein side. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 20 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: mustang device 7x4x75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A visual and microscopic examination identified a balloon longitudinal tear beginning approximately 8mm proximal of the proximal markerband and extending approximately 25mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. Visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein side. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 20 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications nor injuries reported.